Event description:
It was reported by the patient that the patient had a device checked and was informed the device had moved position. As a result the patient reported having a bump where the leads were attached to the device. No further information regarding this event could be provided. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076, implantable pacing lead, 2008. (B)(4).